Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced pain at the implantable neurostimulator site. The incision at the site reopened or split open, and the implantable pulse generator wound opened at some point after the replacement procedure. An additional surgical intervention was required, during which a pocket wash out was performed to address the wound opening. The physician did not believe there was any infection concern. The implantable pulse generator (ipg) pocket was very slightly moved, and no new incision was needed. It was unknown if there was any patient involvement or complications as a result of the event. The manufacturer representative (rep) indicated they would send any further information as they become aware. (B)(6) 2026 e1 (rep): additional information was received from the manufacturer representative (rep). It was reported that the rep clarified that the replacement was normal replacement. Due to ipg technology upgrade. No allegations.